Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off during use. The following information was provided by the initial reporter: "two months ago, I have noticed when I pull off the cap, needles are bent severely. Last month, I noticed one syringe didn't even have a needle. Today, the large cap on the back was complete stuck & couldn't even use the syringe." "Got another brand new syringe last night that came out of its housing there's a picture attached, there is something seriously wrong with these syringes, I've been using b&d syringes for almost 40 years.".

Manufacturer narrative:
H.6. Investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off during use. The following information was provided by the initial reporter: "two months ago, I have noticed when I pull off the cap, needles are bent severely. Last month, I noticed one syringe didn't even have a needle. Today, the large cap on the back was complete stuck & couldn't even use the syringe." "Got another brand new syringe last night that came out of its housing there's a picture , there is something seriously wrong with these syringes, I've been using b&d syringes for almost 40 years."